Event description:
Contact reported that the pt had post-op lower leg pain. Upon further study, it was found that the pt had a pars fracture. This caused the lower charite endplate to migrate. Surgeon opted to remove the disc and implant 2 cages anteriorly.